Manufacturer narrative:
Visual inspection revealed that the returned sample was received covered with contaminations. The cosmetic condition observed in the returned sample is consistent with a lens that has been used and explanted from the patient's eye. No optical deviations on the optic could be found. The zma00 with serial number (B)(4) passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process; therefore, no production related cause is expected. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient, (B)(6) years old, underwent cataract surgery with implantation of tecnis multifocal intraocular lens (iol) in two surgeries. The first surgery was performed in the right eye, and was uneventful. Av pre-surgery 0.6/j5 evolved into 1.00/j2. The second eye, (left) had visual acuity achieved satisfactory post-operative 0.6/j4 (remained the same), even after reassessment of the position of the lens and pupil. Posterior capsulotomy by yag laser and retinal evaluation. Reportedly, the patient was unhappy with the vision of his eye and sought a second doctor who indicated an improper positioning of the lens and the lens was explanted. No further information was provided. The exact implant date in (b)(5) 2013 was not provided. The exact explant date in (B)(6) 2013 was not provided.

Manufacturer narrative:
Reporter's telephone number:(B)(6). (B)(4). The manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 21.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.